Manufacturer narrative:
(B)(4). The device has been received by baxter australia personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a malfunction of "clamp broken at knob." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "clamp broken at knob" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a broken/cracked pole clamp. The pole clamp was replaced to correct this condition. This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.